Event description:
The customer reported that this device gave a shock equipment malfunction, device error, service required message.

Manufacturer narrative:
The customer reported that this device gave a shock equipment malfunction, device error, service required message. The device was returned to philips where the device was evaluated and the reported symptom was confirmed. The therapy pca was replaced, and this resolved the problem.